Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) with the right atrial (ra) lead exhibited high out-of-range (oor) pacing impedance greater than 2,000 ohms via patient's remote monitoring system. The patient was seen in the clinic and when device memory was reviewed, four high oor pacing impedances were observed. Further, isometrics and pocket manipulation was performed and was able recreate some noise which was marked and sensed by the device. In addition, the patient had atrial flutter with lots of atrial tachy response (atr), which were appropriate. Boston scientific technical services (ts) discussed and could not rule out a lead or connection issue since noise was hard to recreate and not seen in electrogram (egm). The patient will continue to be monitored. The system remains in service. No adverse patient effects were reported.